Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. X-ray was taken and confirmed lead migration. The patient underwent a lead replacement procedure per physician's preference. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.